Manufacturer narrative:
Evaluation summary: upon analysis, electrical testing did not find any indication of conductor fractures or internal shorts. The x-ray examination revealed no anomalies. The s-curve height was measured to be within specification. Cuts to the insulation due to the explant procedure were found on the lead.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The patient was hospitalized for cardiac insufficiency. Exam revealed lead dislodgement. The lead was explanted and replaced.